Event description:
The customer reported that the doctor was trying to deploy mammomarker, mam3008 into the biopsy site and removed device and reported that the tip of the mam3008 introducer was sheared off inside of the pt¿s biopsy site.

Manufacturer narrative:
The batch record for lot f11211107d1 was reviewed. All quality inspections and device specifications were met. The device identified for this event was disposed of after use, therefore, direct analysis of the device was not performed and the event could not be confirmed.